Manufacturer narrative:
Mw5170876 indicates in field h1 that the type of reportable event is "serious injury" with the health effect as unspecified gastrointestinal problem. Millyard has not received a report with an allegation of patient harm. Therefore on this submission, millyard (the manufacturer) has chosen "malfunction" as the type of reportable event.

Event description:
An initial report of hospitalization was received by united therapeutics drug safety on 27-may-2025 and forwarded to millyard advanced medical products, llc on 28-may-2025. On 09-jun-2025, millyard received report mw5170876 through FDA's medwatch program and determined it was associated with an event already in millyard's database. The patient reported that he was admitted to the hospital on (B)(6) 2025 for stomach issues unrelated to remunity therapy. While hospitalized on (B)(6) 2025, the patient reported he was receiving pump failure alarms on both pumps, and that troubleshooting was unsuccessful. The patient reported that they did not experience any adverse side effects, and that they were placed on IV remodulin while waiting on replacement systems from their specialty pharmacy. The patient reported that they expected to be discharged either (B)(6) 2025, or (B)(6) 2025 at the latest. No components or further information related to the reported event have been made available to millyard advanced medical products, llc for further evaluation. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.

Event description:
An initial MDR regarding this case was filed on 25-jun-2025 (report number 3016798778-2025-00070). Additional information was received by millyard advanced medical products, llc by way of a completed technical investigation into recently received materials that were in use by the patient during the referenced event. The patient reported being admitted to the hospital on (B)(6) 2025 for stomach issues unrelated to remunity therapy. While hospitalized on (B)(6) 2025, the patient reported receiving pump failure alarms on both pumps, and that troubleshooting was unsuccessful. The patient reported that they did not experience any adverse side effects, and that they were placed on intravenous remodulin while waiting for replacement systems from their specialty pharmacy. The patient reported that they expected to be discharged on either (B)(6) 2025. Prolongation of the patient's hospitalization was not reported. Upon return to millyard advanced medical products, llc, logs retrieved from remote utrm0009802, paired with remunity pump utpm0013228, confirmed the report of pump failure alarms. A test delivery also resulted in a pump failure alarm. Disassembly of the pump revealed a hardware issue associated with a known manufacturing corrective action. Logs retrieved from remote utrm0009803, paired with remunity pump utpm0013227, confirmed the report of pump failure alarms. A test delivery resulted in a pump failure alarm. Disassembly of the pump similarly revealed a hardware issue associated with a known manufacturing corrective action. The systems met specification by alarming accurately and successfully entering a failsafe state, per design.

Manufacturer narrative:
Mw5170876 indicates in field h1 that the type of reportable event is "serious injury" with the health effect as unspecified gastrointestinal problem. Millyard advanced medical products, llc (the manufacturer) has not received a report with an allegation of patient harm related to the remunity device. Therefore, millyard advanced medical products, llc has chosen "malfunction" as the type of reportable event.